Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that a healthcare professional initially reported the information to the rep. There was no device issue suspected. The cause of the overdose symptoms were unknown. No further actions were taken to resolve the event, but it did resolve. The pump was still implanted and working. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient with an implantable pump for spinal pain. The pump was currently administering the following medications: fentanyl (concentration: 10500 mcg/ml, dose rate 3504 mcg/day), clonidine (concentration: 600 mcg/ml, dose rate: 200 mcg/day), and baclofen (concentration: 300 mcg/ml, dose rate: 100 mcg/day). It was reported that on (B)(6) 2019 the patient presented to the emergency department (ed) with signs of overdose (od). The hcp called the company representative to the hospital to interrogate the pump. The hcp questioned if the pump was leaking. The company representative interrogated the pump and confirmed everything looked normal with the programming and event logs. The patient¿s pump had been refilled on (B)(6) 2019 and 60 minutes later was at the ed with the od symptoms. The pump was not accessed to determine reservoir volume at the time the patient was at the ed. The hcp administered narcan and the patient became "alert and oriented x3". Caller stated he received an email from the risk manager of the clinic regarding the pump refill that was done (B)(6)2019 and that the expected reservoir volume (erv) was 5.3 ml, but the hcp was only able to aspirate 0.8 ml. No further patient complications have been reported as a result of this event.